Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the root causes for the customer complaint of ¿bent foot end. Was excessive lateral or side to side force and/or rocking while attempting to cut bone flap. This was further classified as component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the craniotome device had a bent shaft. It was not reported if there was a delay to a planned surgical procedure or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.